Event description:
It was reported that during a lap nephrectomy procedure, the clips were spitting out to the side of the jaws upon deployment. A second clip applier showed twisting of the jaws causing the clips to scissor severely. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.